Event description:
It was reported that prior to the start of a bunionectomy procedure, a black, oily residue began leaking out of the saw. There was no reported pt or user injury, and the procedure was completed successfully with a backup device that was available. There was no add'l or continuing treatment required.

Manufacturer narrative:
The device has been received at the manufacturer, and a quality eval will be conducted. A f/u report will be submitted once the investigation is completed.